Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported leaking. Device was received all intact with no notable external damage. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of a system fault. To further investigate, functional tests were performed. The error code was confirmed at start up. The software will be reloaded as part of the preventative maintenance procedure for the issue. Root cause could not be determined, but reloading the software resolved the issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarming 41171. No adverse effects reported.